Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor break. Customer's blood glucose at time of incident was 10.5mmol/l. Customer reported that sensor cannula is missing. Customer noticed this after insertion and when pump had given lost sensor alarm. The customer was advised that we are sending sensor replacement and a return kit.